Manufacturer narrative:
3 of 4 devices were returned for evaluation. 1 device will not be returned for evaluationevaluation of two devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customers.evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 4 malfunction events where midwest® e mini 1:5 handpieces overheated. 3 events resulted in no injury. 1 event resulted in the patient being slightly burned with no intervention.